Event description:
It was reported that there were two units involved. One unit the clips fell after loading into applier. The other one clips loose in cartridge. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemoclip ti small 10cart 240/box lot # 73g1700100 was manufactured on 07/17/2017 a total of 3,696 pieces. Lot was released on 07/18/2017. DHR investigation did not show issues related to complaint. P/n 523835 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 528235 hemoclip ti small 10cart 240/box, lot # 73e1900422, the samples were visually inspected and issue reported "clip falling from applier" was not observed in the current manufacturing process. Revision of d000761 rev 04 was performed and the failure mode is already including it, no update is required. Revision of d000761 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were two units involved. One unit the clips fell after loading into applier. The other one clips loose in cartridge. The patient's condition was reported as fine.